Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported the patient then complained that their backup system controller had a blank screen, but the pump running led was still working. The patient was asymptomatic during the event. No maintenance had been performed on the backup system controller. The patient visited their hospital to change back to their primary system controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a blank screen on the system controller (serial number: (B)(6)) was confirmed as the issue was reproduced during testing. The controller was functionally tested on a mock circulatory loop and the controller¿s lcd display showed a blank white screen. The blank display did not affect the controller¿s ability to operate the pump at the set speed. The lcd screen was replaced, and the issue resolved. The system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The log file downloaded from the returned controller contained approximately 10 days of data ((B)(6) 2022 per the timestamp). No atypical alarms were active in the log file. The driveline was disconnected on (B)(6) 2022 at 9:24:25 to exchange the system controller. The pump maintained a speed above the low speed limit while the driveline was connected. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. (B)(6) was shipped to the customer on (B)(6) 2018. Heartmate 3 patient handbook (rev. D) section 2 ¿how your heart pump works¿ and heartmate 3 instructions for use (IFU) (rev. C) section 2 ¿system operations¿ describe the system controller user interface, including all lights, symbols, and on-screen messages, and explain how to perform a system controller self-test. Heartmate 3 patient handbook (rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 IFU (rev. C), under section 7 ¿alarms and troubleshooting¿, subsection ¿what not to do: driveline and cables¿ inform the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" and heartmate 3 IFU (rev. C) section 8 ¿equipment storage and care¿ describe how to care for and clean all equipment. Heartmate 3 patient handbook (rev. D) section 10 and heartmate 3 IFU (rev. C) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.